Event description:
It was reported that the pump touchscreen cracked and was unresponsive. Customer's blood glucose was within range (value not provided) customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.